Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the forwarded email from the (B)(6) on-x distributor (B)(4) the following was noted: "we have received a clotted valve from (B)(6) and need to know how to handle it." The onxm-27/29 (sn (B)(4)) implanted on (B)(6) 2012 and required explant and replacement via onxm-25 on (B)(6) 2016. Operative notes state indication for re-operation as "rheumatic valvular heart disease, previous mvr [mitral valve replacement] - (B)(6) 2016 for mmvd [myxomatous mitral valve disease] > ms [mitral stenosis], 27/ 29 mm on-x, stuck valve, pulmonary oedema-intubated and ventilated, poor anti-coagulation? Poor compliance, nyhaiv, ccs ii, valve screen- anterior leaflet of prosthesis stuck." "Stuck mitral valve prosthesis. Organised thrombus at hinge point with fresh clot over."

Manufacturer narrative:
Operative notes received indicate that the onxm-27/29 (sn (B)(4)) was implanted (B)(6) 2012 and required surgical intervention/explant on (B)(6) 2016 due to "stuck mitral valve prosthesis, organised thrombus at hinge point with fresh clot over" and was replaced via an onxm-25. It is also noted that there is a possibility of ¿poor anti-coagulation? Poor compliance.¿ <p class="">a sample review was performed for the onxm-27/29, sn (B)(4), by a product engineer, on 03/09/2017 via the following methods: microscopy and visual, proof test, static leak test, inspect visual functional, dimensional inspection (cmm), and bind test. The valve was cleaned and processed through sub-assembly inspections and component dimensional inspection. The valve meets specifications. The results of this evaluation show that this valve meets all dimensional and functional inspections. The thrombus seen on the as received valve clearly indicate that leaflet motion would be restricted. No further action required. </p> <p class="">the manufacturing records for the onxm-27/29, sn (B)(4), were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. During the investigation no non-conformances or deviations were noted.&nbsp; </p> <p class="">a review of the available information was performed. The onxm-27/29, sn (B)(4), was implanted (B)(6) 2012 in the mitral position and explanted/replaced on (B)(6) 2016 (4 years 63 days pdstop) with a "25mm onyx" due to report of thrombosis. Operative reports for original implant and implant/explant procedures were made available. The valve was returned for analysis which confirmed presence of thrombus material (primarily in hinge region) that impeded leaflet function. After removal of thrombotic material the valve was cleaned and re-examined for dimensional and functional stability. All measurements met manufacturing standards. This is a thrombosed valve. No clots were found in left atrium, so origin of clot formation is most likely the hinge region of valve as observed on operative report "organized thrombus at hinge point." As the clot grew, leaflet movement became more constrained. As stated in the explant operative report, the patient's compliance with recommended anticoagulation therapy was questionable. Williams & van riet reported this same observation for their patient population from the same region [williams 2006) in which approximately 40% of their cohort was either un-anticoagulated or inadequately anticoagulated. Despite this, their mitral cases yielded a thrombosis rate of 0.2 %/patient-year. An update to this report five years later yielded 42% noncompliance with a linearized thrombosis rate for mitral patients of 0.4%/pt-yr [williams 2011). This compares to the objective performance criteria for all rigid valves of 0.8%/valve year [iso 5840:2005). Thrombosis is a recognized potential complication of prosthetic valve implantation potentially leading to explantation; therefore, adequate anticoagulation is required of recipients of the on-x valve in the mitral position as indicated in the instructions for use (IFU). </p> <p class="">this event does not identify additional hazards or modify the probability and severity of existing hazards.&nbsp.

Event description:
According to the forwarded email from the (B)(6) on-x distributor the following was noted: "we have received a clotted valve from (B)(6) and need to know how to handle it." The onxm-27/29 (sn (B)(4)) implanted on (B)(6) 2012 and required explant and replacement via onxm-25 on (B)(6) 2016. Operative notes state indication for re-operation as "rheumatic valvular heart disease, previous mvr [mitral valve replacement] - (B)(6) 2016 for mmvd [myxomatous mitral valve disease] > ms [mitral stenosis], 27/ 29 mm on-x, stuck valve, pulmonary oedema-intubated and ventilated, poor anti-coagulation? Poor compliance, nyhaiv, ccs ii, valve screen- anterior leaflet of prosthesis stuck." "Stuck mitral valve prosthesis. Organised thrombus at hinge point with fresh clot over."